Event description:
Boston scientific received information that the patient with this lead underwent a pulse generator change out procedure. The physician had been contemplating whether or not to remove this chronic lead from service. Before opening the pocket, the physician suspected the patient had an infection. Upon opening the pocket, the physician determined an infection to be present. Also, a small amount of insulation damage was noted near the terminal pin. Lead measurements were reported to be within range during service. The lead was explanted. There were no adverse patient effects reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Two segments totally 750 millimeters (mm) were returned. The lead had been severed approximately 205 mm from the terminal pin. Cuts in the insulation and on the suture sleeve were noted. The proximal and distal springs had deformed coils. The rs- conductor coil was stretched in the tip segment of the lead. Dried blood/body fluid was noted in the lead lumen. Laboratory analysis was not able to confirm an insulation breach other than induced cuts at explant.